Event description:
It was reported that the implanted screw went through the cage (anchor l) completely.

Manufacturer narrative:
Method: device history review; results: without the returned product and the identified lot number, a likely root cause could not be determined for the reported event. Conclusion: the anchor l lumbar stand alone- cage was confirmed to be fractured due to the migration of the screws through the cage. An x-ray photo was provided which showed the screws proceeding through the cage. This event occurred post-op but there is no indication that the patient has undergone revision surgery. The cage and screws are still implanted in the patient and there were no adverse consequences reported for this event.

Event description:
It was reported that the implanted screw went through the cage (anchor l) completely.